Event description:
The patient experienced depression and was treated. The patient was treated with citalopam. The depression became a little better, but was still ongoing in a milder form. The serious adverse event was possibly related to stimulation, medication and a pre-existing/underlying condition. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports.